Event description:
The customer reported that while using the forcefxc generator during a da vinci robotic si case, there was an open flame that occurred at the connection of the non-covidien cord. The integra cord was connected from the generator's monopolar2 port to the da vinci robotics' scissor. Initially there was no output to the scissor, so the cable was unplugged and re-plugged back into the generator. When the unit was activated, the connector burned through at the strain relief valve causing the connector to break in two. The tech noted a flame and shut everything down.

Manufacturer narrative:
(B)(4). Date of initial report : 02/18/2015. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.